Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). This report is being filed on an international product, alinity I hbsag next qualitative, list number 01r64-22, that has a similar product distributed in the us, list number 01r64-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false repeat reactive alinity I hbsag next qualitative results for a patient. The following results were provided: (B)(6)2024 sid (B)(6) = 10.7 s/co (reactive), 11.9 s/co (reactive). (B)(6)2024 hbsag neutralizing confirmatory results sid (B)(6): hbsagnx c2 = 12.42 s/co; hbsagnx c1 = 0.267 s/co; hbsagnx %n = 100% (confirmed positive) diasorin liason result = negative. There was no impact to patient management reported.

Event description:
The customer reported a false repeat reactive alinity I hbsag next qualitative results for a patient. The following results were provided: on (B)(6) 2024 sid (B)(6) = 10.7 s/co (reactive), 11.9 s/co (reactive). On (B)(6) 2024 hbsag neutralizing confirmatory results sid (B)(6): hbsagnx c2 = 12.42 s/co; hbsagnx c1 = 0.267 s/co; hbsagnx %n = 100% (confirmed positive) diasorin liason result = negative . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 61427fz00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. In-house testing of a retained reagent kit of the complaint lot 61427fz00 was performed. All specifications were met, indicating the lot is performing as expected. Based on our investigation, no systemic issue or deficiency was identified with the alinity I hbsag next qualitative reagent, lot number 61427fz00.